Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, it was noted that the leadless pacemaker prematurely separated from the delivery catheter after fixation. The device was implanted successfully. There were no patient consequences.